Manufacturer narrative:
The sample was received for evaluation. A visual inspection verified particulate matter inside the tubing. The properties identified were irregular shape, opaque, homogeneous appearance and brown color and identified as burned resin. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the tubing of a clearlink solution set. The particulate matter was attached to the interior part of the IV tubing and was discovered after flushing the IV set. There was no patient involvement. No additional information is available.